Event description:
It was reported the patient had fallen and no longer had stimulation. It was determined 8 contacts had invalid impedances. Stimulation was regained using the remaining contacts, however, follow up identified the patient was to be scheduled for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.